Manufacturer narrative:
(B)(4) no longer apply.

Event description:
Additional information received from a physician reported that the issues the patient had with waking up after the replacement surgery were related to the patient's reaction to anesthesia and not related to the pump or drug dosing. The issues cleared up by the next day.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
On 2015-11-12, information was received from a healthcare provider (hcp) regarding a (B)(6), male patient who was receiving lioresal 2000mcg/ml (lot number ds0080) at 469.8 mcg/day via an implantable pump for intractable spasticity. The patient's medical history included premature delivery (27 weeks), wheelchair bound, chronic lung disease, gastrostomy, tracheostomy, patent ductus arteriosus (pda) ligation, nissen fundoplication, tracheal repairs, tracheostomy tube (trach) replacement, nissen redo and hiatal hernia repair, dysphagia, constipation, cerebral palsy, seizure disorder, problems waking up with apnea after (B)(6) 2015 pump replacement surgery, and allergies to amoxicillin (hives), augmentin and benadryl (dries up secretions and trach). The patient's concomitant medications included topamax, clonidine, clonazepam, oral baclofen, acetaminophen, ibuprofen, calcium with vitamin d, gabapentin, oxcarbazepine, sodium phosphates, tizanidine, omeprazole, multivitamin, and miralax. In 2014, the patient started to experience intermittent symptoms of baclofen withdrawal. In (B)(6) 2015, the hcp performed a MRI of the spine to check for a possible granuloma. As of 2015-12-02, the results were pending. If additional information becomes available, a follow-up report will be submitted. On 2015-12-18, additional information received from the healthcare professional indicated that the onset date was reported as 2014 because that was when the withdrawal symptoms started. The pump was replaced on (B)(6) 2015 to resolve that issue (see mfg report # 30 07566237-2015-03713), but it had not seemed to have helped, so an magnetic resonance image (MRI) was ordered and they were waiting on the family to have the diagnostic performed.